Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient experienced a drooping lip and eyelid. During the event, patient's cgm was reading at approx 100 mg/dl, but a finger stick measured her blood glucose at 53 mg/dl. Paramedics were called and gave the patient orange juice and glucose tablets.